Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of jet channel clogged was confirmed. The device evaluation found that the auxiliary water inlet was clogged with foreign material. Additional evaluation findings are as follows: switch box had a scratch, suction cylinder had discoloration, no water was fed due to clogging of auxiliary water inlet of endoscope connector, insulation resistance value at distal end did not meet the standard value due to burn on plastic distal end cover, endoscopic position detecting unit (upd) function did not work due to damage on upd probe, normal water supply was not performed due to clogging of jet tube, and bending angle in down direction did not meet the standard value due to wear of angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope jet channel was clogged. The issue occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the auxiliary water channel was clogged with foreign material, however, the specific material could not be conclusively identified. It was noted that the material seemed similar to glue. Upon further follow up with the customer, it was confirmed that the user did not use glue. The cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.